Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel. Device evaluation of monitor sn (B)(6) has been completed. The reported problem (damaged monitor case, service code 204/107) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the malfunction.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under her breasts. Patient advised the area is itchy and red. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician advised to use baby powder, diaper powder and hydrocortisone. Physician also prescribed a nystatin cream and advised to remove the lifevest at night to let skin air out. The medical outcome of the rash is unknown as follow up attempts were unsuccessful. Additionally the patient reported that the monitor case was damaged and that the monitor was displaying service codes 204 and 107.

Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under her breasts. Patient advised the area is itchy and red. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician advised to use baby powder, diaper powder and hydrocortisone. Physician also prescribed a nystatin cream and advised to remove the lifevest at night to let skin air out. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.